Event description:
A discordant, falsely low sodium result was obtained on one patient sample replicate on a dimension vista 500 instrument. The initial discordant result was reported to the physician(s), who questioned it. The patient was redrawn and tested in another facility, and the results prompted the customer to repeat the initial sample on the same instrument, which resulted higher. The redraw results were not provided. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls were within range at the time of event. Ccc evaluated the instrument data and did not find any errors during the time of event. The sample was repeated on the same instrument, resulting as expected. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.